Event description:
This device was replaced because the ventricular pacing impedance was greater than 3,000 ohms. It was replaced with another ICD. The rep thought it might be a set screw issue. The associated lead was capped and replaced with an OEM lead due to noise, inappropriate shocks and a small fracture. Should additional information be received, this file will be updated.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the battery status bol. The device was implanted for one month and two charging cycles were recorded to the device memory. The memory content of the device was inspected. The analysis revealed an increased ventricular pacing impedance of greater than 3000 ohms since (B)(6), 2015, confirming the clinical observation. Therefore the impedance measurement functions of the device were tested and proved to be fully functional. Furthermore the header of the ICD was visually inspected, revealing no anomalies. The set screws could be easily screwed in and out and there was no foreign material inside the header bores. The set screws showed screw marks on the bottom side indicating that they were tightened during the implantation. There was no indication of a material or manufacturing problem. In a next step, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. There was no indication for a device malfunction. In summary, the memory content as well as the therapeutic functionality of the ICD was inspected. During analysis of the device memory content the clinical observation could be confirmed, an increase of the ventricular pacing impedance was documented. However, during a thorough analysis of the ICD, especially of the impedance measurement functions as well as the ability to deliver therapies, the device proved to be fully functional.